Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was discarded prior to visual and dimensional inspections performed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, sion blue. Guide cath: hyperion 6fr spb3.5. Other: viewit, corsair. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure to treat a target lesion in the mildly tortuous and heavily calcified distal circumflex artery, with 90% stenosis. Pre-dilatation was performed and a 2.25 x 18 mm xience alpine stent was advanced; however, due to the patient anatomy, the device was unable to advance to the target lesion. The device was removed from the patient anatomy with difficulty. Balloon angioplasty was performed and the procedure was completed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.